Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient's mouth, a failure occurred upon insertion. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: swelling. No further patient complications were reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Patient presented with type IV bone. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: swelling.